Manufacturer narrative:
Analysis of the pump found no anomaly. Result code and conclusion code no longer apply.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: eval code-conclusion applies to the pump. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient¿s implantable drug infusion pump. The drug being delivered was baclofen (lioresal) with a concentration of 500 mcg/ml and an unknown dose. The reason for use was unknown. It was reported that the patient¿s pump site became infected after pump placement. The pump and catheter were explanted on (B)(6) 2016. The rep was not aware of any environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was applicable. The patient was alive and with no injury at the time of the report. Additional information was received on 2016-dec-12 from the rep stating the most appropriate hcp to contact with any follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.